Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report numbers 1627487-2021-18596, 1627487-2021-18597, 1627487-2022-03512. It was reported that the patient was not receiving effective therapy from their system. It was found that all of the leads had migrated and were wrapped around the ipg in the pocket. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.